Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken suture tap, curved opening, around 0-25% of the suture tap is missing. A leak test was performed and were found more than three openings. A microscopic analysis identified: more than three punctured on insert side assessed as surgical damage like, broken suture tap with striated edge assessed as surgical damage and more than three curved sharp openings on suture taps assessed as unidentified(tear) opening. Based on the device analysis the final assessment is: more than three punctured assessed as surgical damage like and missing shell that is assessed as inconclusive further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported on behalf of the physician that when the physician "attempted to begin filling the tissue expander with the fourte needle and our magna finder. After marking the magnesite he inserted fourte into the skin. At that point the fourte missed the magnesite and punctured the tissue expander."doctor feels this was due to a small injection port/and a blunting of fourte needles which made skin difficult to penetrate, skin was moving." The device had to be removed.